Event description:
The pt died. The cause of death was not reported. The death was not related to the implantable neurostimulator system. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.